Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported health consequences or impact for the patients associated to the two events. In both situations, a new 5f celt was opened from a different lot and the devices were successfully deployed. Following detailed examination of the two used devices they were confirmed to be within specification and met the design and manufacturing criteria. An additional eight unused sterile devices from unknown lots numbers were also returned and confirmed to be within specification. Based on the testing of the returned devices, the reported 5f sheath insertion resistance stems from an intolerance difference between the 5f celt device and the cordis avanti sheath used. 5f celt devices at the higher end of their specification are incompatible with the narrower ID range of the cordis avanti 5f sheath. The inability to pass through a cordis introducer sheath is a compatibility issue caused by differences in tolerances between the device and the sheath, not a failure of the device itself. Based on the review of the information received and the evaluation of the returned devices, there was no identifiable product quality issue with respect to manufacture, design or labelling. No corrective/preventative actions will be taken at this time. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. This report is the final report being submitted by vasorum ltd unless requested by the FDA. A single MDR follow-up report for the two events is being submitted in this instance due to minimal patient information reported. A number of codes have been updated since the submission of the initial MDR report. Investigation findings code 4247 was used as no other feasible code was found for definition "insertion resistance of a device when used with another device". Investigation conclusions code 4316 was used as no other feasible code was found for definition "device not compatible with another device used in the procedure".

Event description:
It was reported that a physician attempted to use a 5f celt in a 5f sheath on two separate occasions. In both instances the same situation occurred: the physician reported experiencing significant resistance inserting a 5f celt in a 5f cordis avanti sheath. In both situations, a new 5f celt was opened from a different lot and the devices were successfully deployed.

Event description:
It was reported that a physician attempted to use a 5f celt in a 5f sheath on two separate occasions. In both instances the same situation occurred: the physician reported experiencing significant resistance inserting a 5f celt in a 5f cordis avanti sheath. In both situations, a new 5f celt was opened from a different lot and the devices were successfully deployed.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported health consequences or impact for the patients associated to these two events. A search of the complaint's files did not identify any other reports with the same lot numbers (942911 and 943931). Both devices are due to be returned to vasorum ltd for examination. A single MDR report for the two events is being submitted in this instance due to minimal patient information reported.